Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case resolution: she needed to flash it and got the process started with asm. Told her it would take 90 minutes and if successful it will be downgraded. She will then have to transfer the network config but will check tomorrow.